Event description:
It was reported that the patient's ipg became inoperable during a surgical procedure on (B)(6) 2023 despite the ipg being set to surgery mode. The ipg was explanted and replaced during the same procedure to address the issue.

Manufacturer narrative:
The reported observation of ¿cannot connect to generator¿ was confirmed. The analysis results concluded the inability to establish communication between the programmer and the implantable pulse generator (ipg) was due to the device entering the service application state. The root cause of the device entering the service application state was related to the patient¿s lead revision procedure.